Event description:
Philips received a complaint on the xl+ device indicating that the device was not showing any EKG waveform. There was reportedly no patient involvement. An authorized service personnel (asp) evaluated the device onsite and it was determined that this was a malfunction of the EKG sensor (3 lead ECG trunk, aami/iec 2.7m). The customer replaced the 3 lead ECG trunk, aami/iec 2.7m to resolve the issue. The device was returned to full functionality and remains at the customer's site. No further action is warranted at this time.